Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm (alarm 30) occurred during basal delivery. Customer's blood glucose was 174 mg/dl. The customer reverted to an alternate pump for insulin therapy.